Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the retainer ring and battery compartment found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: scratched case, cracked case (battery tube), battery tube threads- cracked, corroded battery tube, pillowing keypad overlay, stained keypad overlay, and cracked keypad overlay. Cosmetic damage was confirmed at the retainer ring and the battery compartment. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump had crack battery compartment. No harm requiring medical intervention was reported. The customer will discontinue the use of device.